Event description:
It was noted that the patient underwent a full replacement due to battery depletion and lead fracture. It was noted that the explanted products are not available for return. No other relevant information has been received to date.